Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 20019e lot number 20115023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 2 y ext w/vlv ports & 2 sld clp sets had defective ports that blocked fluid from flowing through. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "attempted to use two different smartsite extension sets. Both had defective port. Lot #(10) 20115023".